Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted noise reversion episode. The patient presented in clinic on (B)(6) 2019. Normal device function was observed and noise was not reproducible with isometric movements. The pacemaker and right ventricular lead were explanted and replaced on (B)(6) 2019. The patient was stable before during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. The reported event of noise was confirmed. External insulation abrasion was noted at 10.7 cm to 10.9 cm from the pin consistent with lead friction to the can. The etfe coating was intact at this location.